Manufacturer narrative:
Engineering evaluation pending return of the device.

Event description:
Post op x-ray and MRI showed a possible broken glenosphere screw. Patient taken to emergency room and the broken screw, glenoid plates and liner were removed.